Event description:
It was reported that the patient needed an MRI for his knee which was not related to the patient¿s device or therapy. The patient had not had his implantable neurostimulator (ins) on, the patient used to have it on every day for a couple of years but on the day that the pump was implanted the patient had turned the ins off for the surgery on (B)(6) 2013. After recuperation the patient had gone in to turn it on about a month or so later but it had not worked and he was feeling ok. The patient programmer was not working. The handheld devices gave a message that ¿it was bad¿ when he tried to connect. No interventions or outcome were provided regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 37752, serial# (B)(4), product type: recharger; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).